Event description:
It was reported that "the first clip came out in a closed condition during a laparoscopic cholecystectomy. The second clip was loaded properly and used on the cystic artery, but from the third clip onward, the clips came out inproper close condition, so the surgeon replaced the device with a new one. However, the first clip was again fired in a closed, so the surgeon replaced another device to complete the surgery. No clips fell into or remained in the patient body, and no injury occurred to the patient." 2 devices involved. Associated mdrs: 3003898360-2026-00085 and 3003898360-2026-00084.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned two units of ae05ml auto endo5 ml lot #73f2500218 for investigation. The customer returned one used sample and one representative complaint sample. The representative sample was returned in the sealed packaging. The serial number of the used device is sn (B)(6), and the serial number of the representative sample is sn (B)(6). The returned samples were visually examined with and without magnification. Visual examination of the used sample's jaws revealed one of the load guide tabs at the end of the channel was bent inwards. The trigger was returned unengaged. Biological material was observed on the device. A slight sink mark was observed on the right handle of the first sample. It was determined that the sink mark was in the tolerable range and would not have an impact on the device's functionality. No additional visual defects were observed with the first sample prior to functional testing. The second sample was returned in the sealed packaging and is a representative sample. Visual examination of the representative sample revealed that the jaws appeared correctly assembled. The sample was returned with the trigger unengaged. A slight sink mark was observed on the right handle of the second sample. It was determined that the sink mark was in the tolerable range and would not have an impact on the device's functionality. There was no biological material observed on the device. No additional visual defects were observed with the second sample prior to functional testing. The trigger was engaged in an attempt to load the remaining clips in the used/first sample. The first clip's legs failed to align into the upper jaw due to the bent channel tab. The clip failed to open; however, the clip was able to fully latch. The second clip properly loaded and latched correctly. The third clip misloaded due to the bent channel tab. The third clip was able to latch. Feeder bypass occurred on the fourth fire attempt indicating the feeder was also damaged. The fourth clip was able to fully latch. The fifth clip loaded properly and latched correctly. Feeder bypass occurred on the sixth fire attempt, and the clip was able to fully latch. The final clip properly loaded and latched correctly. The last clip indicator was loaded into the jaws and manually removed. The load guide tab was bent inwards and therefore knocking the clips out of positioned when the clips were loaded into the jaws. The sample was returned with 7 clips remaining in the channel, indicating the customer fired 8 clips. The first sample was disassembled. The feeder tip was observed to be bent downwards, and the outer tubing was damaged. No other defects or damage was observed on the first sample. Manufacturing and r & d were consulted regarding the investigation details. The damage to the channel's box tab, the feeder tip, and the outer tubing, is consistent with user error. The probable root cause of the damage to the used sample was determined to be user error or mishandling of the device. Functional testing of the second sample was attempted by engaging the trigger. The trigger was engaged once and no clips loaded into the jaws. The trigger was engaged a second time and the two clips stacked in the jaws of the device. The two clips were manually removed, and the device was fired again. Upon the second fire attempt, two more clips stacked in the jaws. The third clip was manually removed; however, the fourth clip was jammed in the box due to the clips stacked behind it. Proper functional testing could not be completed because the applier appeared to be jammed due to clip stacking. The second sample was dissembled. The ratchet components were properly greased, and the trigger ears were intact. No defects were observed with the knob assembly. The feeder tip and front tab were severely damaged. R & d concluded that the damage to the feeder was a result of the clip stacking. 12 clips remained in the channel including the clip that was jammed in the box. The device was returned with 15 clips. 3 clips were confirmed to be stacked in the channel's box after disassembly. Additionally, other clips in the box appeared to be out of position with a low aperture. No additional damage or defects were observed on the representative sample. Manufacturing and r & d were consulted regarding the investigation details. The clip stacking the occurred with the representative sample was determined to be the main failure mode. According to r & d, the probable root cause of the clip stacking was determined to be a defect consistent with operators not following the proper assembly procedure at the jaw station. Per DHR the product auto endo5 ml lot # 73f2500218 was manufactured on 06/08/2025 a total of (B)(4) pieces. Lot was released on 06/12/2025. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip(s) not opening" was confirmed based upon the samples received. The customer returned two units of ae05ml auto endo5 ml lot # 73f2500218 for investigation. The customer returned one used sample and one representative complaint sample. The representative sample was returned in the sealed packaging. The serial number of the used device is sn (B)(6), and the serial number of the representative sample is sn (B)(6). The returned samples were visually examined with and without magnification. Visual examination of the used/first sample's jaws revealed one of the load guide tabs at the end of the channel was bent inwards. The first sample was disassembled. The feeder tip was observed to be bent downwards, and the outer tubing was damaged. Manufacturing and r & d were consulted regarding the investigation details. The damage to the first sample's channel's box tab, the feeder tip, and the outer tubing, is consistent with user error. The probable root cause of the damage to the used sample was determined to be user error or mishandling of the device. The second sample was returned in the sealed packaging and is a representative sample. Functional testing of the second sample resulted in clip stacking. Additionally, the feeder tip and front tab were severely damaged. R & d concluded that the damage to the feeder was a result of the clip stacking. The clip stacking the occurred with the representative sample was determined to be the main failure mode. The probable root cause of the clip stacking was determined to be a defect consistent with operators not following the proper assembly procedure at the jaw station. Actions to address this issue of clip stacking and misloads due to operators not following the ae05ml assembly procedure w ere established as part of nonconformance, which was closed on 06-oct-2025. The sample was manufactured prior to these actions on 08-jun-2025. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the first clip came out in a closed condition during a laparoscopic cholecystectomy. The second clip was loaded properly and used on the cystic artery, but from the third clip onward, the clips came out improper close condition, so the surgeon replaced the device with a new one. However, the first clip was again fired in a closed, so the surgeon replaced another device to complete the surgery. No clips fell into or remained in the patient body, and no injury occurred to the patient." 2 devices involved. Associated mdrs: 3003898360-2026-00085 and 3003898360-2026-00084.